Manufacturer narrative:
The amount of alleged inaccuracy was 1-2 mm. The delay required to repair the csf leak was 30-45 minutes. The patient was seen a week later with no problems or concerns and is doing well.

Event description:
A medtronic representative reported that the surgeon was inaccurate in the ethmoid sinus and a cerebrospinal fluid leak (csf) occurred. The leak was immediately repaired intra-op and there were no further patient complications. The surgeon reported being accurate near the eye and in all other sinuses. The procedure was completed without the use of the navigation system.

Manufacturer narrative:
The site declined to provide patient weight, referencing (B)(6) privacy laws. On (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. System has been used in subsequent procedures with no reported issues. No parts have been returned to manufacturer for analysis.